Event description:
A pt has claimed 2nd degree burns and permanent discoloration after laser hair removal treatment. Pt sought medical treatment for burns. Coherent has been unable to confirm seriousness of injury.